Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02753. It was reported the patient was not receiving stimulation in the desired location and unwanted stimulation causing discomfort. The patient had suffered multiple falls. X-rays determined both of the patient's leads had migrated. The patient underwent surgical intervention where the leads were replaced with a paddle lead. The patient is now receiving effective stimulation.